Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer is getting "hi" results. Customer did back to back blood test, 589 mg/dl and hi, fasting. Expected range is 60-80 mg/dl in the morning and 200 mg/dl in the afternoon. Test strip vial stored in a bag that she carries. Results from memory: hi on (B)(6) at 09:23 pm. Hi on (B)(6) at 09:22 pm; 263 mg/dl on (B)(6) at 8:52 pm; 74 mg/dl on (B)(6) at 5:09 am; 94 mg/dl on (B)(6) at 06:30 am. (Date and time were incorrect: instead of (B)(6) 2015 customer had (B)(6)). No adverse event reported.